Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the continuous glucose monitor values intermittently fluctuate. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available. A root cause could not be determined. Reportedly, the customer used a new a sensor.